Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15454. It was reported the patient experiences heating at the ipg site with stimulation on and while charging. The patient indicated the heating worsens while charging. Patient does not feel heating when stimulation is off. Patient wishes for surgical intervention to be taken at a later date to address this issue.

Manufacturer narrative:
A 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.